Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H3 other text : device evaluation anticipated but not yet began.

Event description:
It was reported to boston scientific corporation that a cre pro gi was used during a procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the patient and dilation was attempted but not successful. The balloon was removed from the patient and was examined. It was found that the cre pro gi balloon rapture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole with an unknown procedure type and anatomy location. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the device had no damages. Functional and microscopic inspection found a pinhole located approximately at 12 mm from the tip of the device. No other problems with the device were noted. With all the available information, the pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi was used during a procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the patient and dilation was attempted but not successful. The balloon was removed from the patient and was examined. It was found that the cre pro gi balloon rapture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.